Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose readings of over 600 mg/dl and were not feeling well. Customer stated that they have treated with a manual injection. Customer stated that the insulin pump alarmed weak battery and after changing the batteries the insulin pump did not turn on. Troubleshooting was performed, however not completed due to the customer being unable to stay on the call. It was noted that the display did not return at the end of the call and the customer was advised to revert to a back up plan. The device will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify weak battery alarm due to blank display. Pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.